Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent open heart surgery and following the procedure, there was concern of an issue with the atrial lead due to decreased intrinsic amplitudes and pacing impedance, no capture, elevated thresholds and undersensing. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.